Manufacturer narrative:
Device received with missing segments/partial display anomaly due to cracked lcd zebra connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump's bottom of the screen had gone. The customer's blood glucose level was unknown at the time of the incident. The customer reported that she could no longer view the full screen properly. It started with just one line in the middle of the screen. The customer was assisted in troubleshooting. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.